Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2016-04807). (B)(4).

Event description:
It is reported that when the guide wires were opened for surgery, the surgical technician noted that they were bent and did not use them.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Both bullet tips were received for evaluation. The bullet tips were sent back in there original packaging which showed damage. This indicates that the damage was received during transit or post manufacture. The bullet tips were bent where the box was. Both the device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history reviews were conducted for the devices and found no additional complaints for the same lots. Transit damage is the assigned root cause.